Manufacturer narrative:
(B)(4). Method: the complaint device mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) regional office in (B)(4), where it was inspected by a trained f&p technician. Our investigation is based on the photographs and videograph provided by the customer and regional office, and our knowledge of the product. Results: visual inspection of the photographs and videogprah provided by the regional office and customer of the mr290v chamber confirmed a horizontal crack at the bottom of the chamber dome. Conclusion: we are unable to determine what had caused the cracking on the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the mr290v vented autofeed humidification chamber was leaking water from the chamber base. There was no patient consequences.